Event description:
The customer reported that the battery of their t:slim x2 pump would not charge, and the screen was not turning on. There was no adverse impact on the customer¿s blood glucose level reported. Initially, the customer was instructed to try charging the pump for 30 consecutive minutes using a known working outlet, which did not resolve the issue. Technical support sent a replacement charging cable and adapter, but the problem persisted. Consequently, the decision was made to replace the pump, and the customer was advised to return the defective unit to tandem. The customer was informed of the steps to take upon receiving the new pump and acknowledged the instructions.